Event description:
Customer reported no reactivity with four pt samples and the untreated panel, vrc124. Customer states that positive antibody screens were observed. However, the untreated panel did not react. Customer stated that the treated cells reacted. Two pt samples contained anti-e; one sample with anti-kell; and one with anti-fyb. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.